Manufacturer narrative:
The main factor which could lead to the side rail panel detachment may have been related to an excessive force applied to the side rail. This is in line with the side rail condition, it was mechanically damaged. Arjo technician established that the side rail panel was fully detached from the side rail mechanism (the panel was laying on the top of the bed surface and 2 mounting screws were ripped off). Additionally, he reported that ¿the bed was in very bad condition with many traces of wear¿ and assumed that there may have been no maintenance performed on the bed before. Although the circumstances of the damage occurrence remain unknown, the external excessive force must first compromise the integrity of the safety side prior to breaking it. To sum up, the arjo device failed to meet its manufacturer¿s specifications since the side rail was damaged. There was no indication of patient involvement when the incident occurred. The complaint was decided to be reportable due to the side rail panel detachment from the side rail mechanism.e main factor which could lead to the side rail panel detachment may have been related to an excessive force applied to the side rail. This is in line with the side rail condition, it was mechanically damaged. Arjo technician established that the side rail panel was fully detached from the side rail mechanism (the panel was laying on the top of the bed surface and 2 mounting screws were ripped off). Additionally, he reported that ¿the bed was in very bad condition with many traces of wear¿ and assumed that there may have been no maintenance performed on the bed before. Although the circumstances of the damage occurrence remain unknown, the external excessive force must first compromise the integrity of the safety side prior to breaking it. To sum up, the arjo device failed to meet its manufacturer¿s specifications since the side rail was damaged. There was no indication of patient involvement when the incident occurred. The complaint was decided to be reportable due to the side rail panel detachment from the side rail mechanism.

Event description:
Arjo received allegation from the customer about a slightly physical side rail damage of the enterprise 8000 bed. There was no indication of patient involvement. No injury was sustained. The information gathered during the investigation revealed that the side rail partially detached from the bed frame.